Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an unknown mynx vascular closure device (vcd) caused an infected abscess in the right femoral artery which required the plug to be cut out. The unknown mynx was used in a catheterization procedure. Approximately 13 days after the procedure using the mynx device, the patient was having a procedure to have a stent placed for an abdominal aneursym, and the physician found the abscess at the point of entry. They were unable to proceed with the aneurysm repair, and the patient was prescribed a 10 day course of antibiotics. The physician notified the patient's wife, who has informed us of the complaint. The device is not available for evaluation.

Manufacturer narrative:
As reported, an unknown mynx vascular closure device (vcd) caused an infected abscess in the right femoral artery which required the plug to be cut out. The unknown mynx was used in a catheterization procedure. Approximately 13 days after the procedure using the mynx device, the patient was having a procedure to have a stent placed for an abdominal "aneurysm", and the physician found the abscess at the point of entry. They were unable to proceed with the aneurysm repair, and the patient was prescribed a 10 day course of antibiotics. The physician notified the patient's wife, who has informed us of the complaint. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the devices for analysis or images for review, the reported ¿infection¿ could not be confirmed. The exact cause of the reported event could not be conclusively determined. Infections are a potential known complication, and listed in the products IFU as such. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.